Event description:
The pt had a blood glucose comparison done. The device reading was 281mg/dl, and the lab result was 1040 mg/dl. The pt was admitted to the hosp. Unsure of what treatment was given. Level 1 control was in range.